Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of rupture was received on 29-nov 2023, with lot number: 3182109. Based on the device analysis grid, the assessments of the complaint are: rupture : no observed. Additional observations: deformation observed on the device. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported right side "rupture of implant." Device has been explanted.

Event description:
Device was explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "rupture of implant." Device remains implanted.